Event description:
A report was received that the patient's ipg was located on her spine and was causing her discomfort. The patient underwent a pocket revision procedure and the physician moved the pocket to a more comfortable location. The patient is reportedly doing well following the procedure.